Event description:
A software problem was identified by harvard clinical technology "h.c.t." (The manufacturer). This MDR is being sent by h.c.t. As a means to proactively communicate a potential problem and to outline harvard clinical's corrective action plan. H.c.t.'s test department identified a condition where it was possible to have the infusion pump to appear running but in actuality was not. The condition would present itself "intermittently" if the following process was followed: 1) the pump has indicated the line is occluded with an audio and visual alarm. 2) if the operator chooses to ignore the occlusion alarm by not determining its cause (not relieving pressure) then quickly turns the function switch counter clockwise then clockwise and then 3) selects "start" to start the pump, the pump's run screen will be displayed but the pump may not be running.